Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the direction of flow label was missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the direction of flow label. The direction of flow label required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the bottom part of the device's direction of flow label was found missing. No additional information is available.